Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The fuses and power signal interface were reseated. The system was tested and operates as intended.

Event description:
The customer reports that the 9800 system fails to produce an image on the left screen when exposing. No pt injury was reported.